Event description:
The customer reported that button 2 (charge button) was not functioning on the device.

Manufacturer narrative:
(B)(4): the customer reported that button 2 (charge button) was not functioning on the device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.